Event description:
Pt received a spinal anesthetic for a scheduled elective c-section. It was noted the needle had broken off. Post c-section x-rays confirmed retained needle at l-3/l-4. After delivery, surgeon went in and retrieved the needle. No pt harm in the long run.